Event description:
The customer reported the unit is not booting up. The philips engineer confirmed the reported issue and isolated the issue to the processor pca. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.